Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts. The customer continued to use the pump for insulin therapy.